Event description:
During a call for an unrelated alarm, the home patient (hp) stated they ended therapy and restarted with the same supplies. The homechoice (hc) was in prime at the time of the call. The technical service representative (tsr) advised the hp that therapy was over and they were unable to go further because with an empty second bag the hc would not prime. The tsr instructed the hp to power the hc off and on, return to load the cassette, and to cap off and unload the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.